Event description:
A physician rptd a difficult to remove PICC. The pt had the PICC line in for 4 months for administration of i.v. Amikacin. The treatment was completed. A physician atempted to remove the PICC catheter. It came out a short distance. The pt was sent home over the weekend and attempted to remove the catheter. While applying traction to the catheter it broke. An x-ray was done. A fragment of 10-12 cms, was identified. The pt was seen by an interventional radiologist. He was able to remove a portion of the cathether fragment.